Event description:
It was reported that during an atrial fibrillation (afib) procedure, the physician was performing ablation in left atrium. After a while, surgeon noticed the patient¿s blood pressure dropped. Cardiac tamponade was showing on an echocardiogram and the procedure was stopped immediately. Additional information was requested, but no response has been received.

Manufacturer narrative:
The device history record was reviewed, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).